Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that that two alarms were generated, 'leak in iab circuit' and 'leak, blood in tubing'. The intra-aortic balloon (iab) was replaced. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that two alarms were generated, 'leak in iab circuit' and 'leak, blood in tubing'. The intra-aortic balloon (iab) was replaced. There was no reported injury to the patient.